Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system freezing was unconfirmed. Ran the scanner powered on for 24 hours to see if the scanner will freeze. The scanner was still running after 24 hours and showed no sign of freezing. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that sr8 screen froze during use, unable shut down/ to reboot unit.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that sr8 screen froze during use, unable shut down/ to reboot unit.